Manufacturer narrative:
While submitting the supplemental report for the device evaluation it was identified the product receipt date (june 27, 2016) was inadvertently not reported within 30 days. The device evaluation was completed august 18, 2016. The inspection record was reviewed and no non-conformances were identified for this lot. The instrument was visually evaluated and it shows signs of normal use with minor scratches and dings. The bender was functionally tested by bending a pectus bar (01-3716-05) and the bender functioned as intended. The complaint could not be confirmed as the bender could successfully bend a pectus bar and functions as intended. The most likely underlying cause is customer preference. There are no indications of manufacturing defects.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a table top bender did not function during a procedure. A hand bender was used to complete the procedure. It is reported that there was no delay that exceeded thirty minutes and no injury to the patient.